Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient, that is enrolled in a clinical study and implanted with the deep brain stimulation (dbs) system, experienced a seizure during brain mapping for approximately five seconds following stimulation at electrode r78 (130 hz, 8 ma). The event was assessed as mild in severity and no action was taken. After discharges were noted on electroencephalogram (eeg) during brain mapping and resolved spontaneously. The electrode location was excluded from future stimulation.